Manufacturer narrative:
The inovent delivery system is designed to allow drug to function independently from the electronic monitoring system. In the event the monitoring system becomes non functional, as in this case, the delivery portion will continue to provide drug flow at the last known dose setting. The inovent is also equipped with a separate pneumatically powered back system for the delivery of drug should the functionality of the electronic delivery system be in question ensuring drug delivery to the patient. Conclusions, device damaged during handling. Evaluation summary: the investigation details are as follows. The service has been completed. The device's display, keypad, and monitoring processor board (pcb) were all replaced as a result of the accident. However, the electronic delivery system was still functional despite not being able to see monitored values. The manual delivery system (backup system) was also fully functional. The root cause of user error can only be speculated as to why the backup system was unsuccessful. Follow-up action includes user training.

Event description:
A female was born in 2009 and has a past medical history of overwhelming sepsis, pulmonary hemorrhage, and a chemical code (drug code) order. The patient was treated with 20 parts per million (ppm) of inomax to keep her oxygen saturation up. Inomax was used in conjunction with a bunnell jet ventilator and humidifier with the peak inspiratory pressure (pip) at 6/7 and the positive end-expiratory pressure (peep) 25. The following day, the patient was being transported out of the hospital via ambulance for extracorporeal membrane oxygenation (ECMO) at another hospital. While inovent was being loaded into the ambulance, the stretcher hit the inovent transport head on the monitor display and damaged the device. The inovent screen went black and no alarms activated. A subsequent attempt to provide nitric oxide with the manual backup system integral to the inovent device was unsuccessful. The patient's heart rate decreased to 12-70 beats/minute and her oxygen saturation was 0-10% the patient transport was cancelled. She was treated with dopamine, dobutamine, antibiotics, and maintenance fluids. The patient expired the same day with the cause of death as a result of overwhelming sepsis. It is unknown if an autopsy was performed. The outcomes of the events are fatal, and the respiratory therapist deems the events probably related to the abrupt discontinuation of inomax.